Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the cassette had not been attached properly¿ was confirmed. The probable cause was the pump failed during the "50ml cassette test". Replaced the downstream occlusion sensor, bezel and seal. The device passed all functional and delivery tests after the repair. Previous repair had no completion date and was sent in for ¿the device did not recognize cassette¿. Based on the review of complaints it was determined that the previous repair is related to the current complaint.

Event description:
The customer returned the device stating, ¿the cassette had not been attached properly during testing¿; during device evaluation it was found the downstream occlusion sensor was nonfunctional.